Manufacturer narrative:
(B)(4). Date sent: 12/9/2025. D4: batch # a9cz44. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished cdh29p, with lot/batch number a9cz44, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, that the anvil had been secured in colon and stapler was inserted. Device was attached to anvil. Stapler would not fire. A new device was retrieved to get the battery. Battery installed but device still would not work. Surgeon decided to remove device and use a manual stapler. They then could not get the stapler and anvil apart. Anvil had to be cut out and unclear on how stapler was removed. There was no patient consequence reported.